Event description:
ICU personnel were attending to a pt in sinus bradycardia appearing to progress to pea. An attempt was made to externally pace the pt and allegedly the device kept indicating "pacing leads off" when the current was increased. The pt was transferred to another floor for implantation of a transvenous pacemaker. It was reported the pt died later in the day. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability.

Manufacturer narrative:
Co examined the device and observed a continuous pacing leads off message. An examination of the pacing/defibrillation cable connector determined an insert was missing from the apex pin. The erroneous leads off message was the result of intermittent contact leads off message was the result of intermittent contact between the cable and the connector caused by the missing pin insert. The cable was replaced and the device returned to the customer for use.